Event description:
It was reported that the customer had an endoplege catheter failure at prep. It appeared to be a distal bond lamination. It was a leak, and it appeared to be from a channel in the distal bond. It was not used on a patient, and thus no patient harm.

Manufacturer narrative:
Device evaluation currently in process, but not yet begun. This report will be updated with evaluation results.

Manufacturer narrative:
Expiration date: 08/08/2011. Manufacture date: 07/01/2012. Device evaluation: colored water was introduced into the balloon lumen and visually under 10x magnification the distal balloon bond has delaminated and visually there is a fluid path. Water was introduced into the pressure and infusion lumens and the water flows from where it should. The entire device was visually inspected and there are no other defects detected. The pfmea was reviewed. Balloon leakage is identified as a failure mode and process controls are listed. A device history record review was completed and this device met all specifications upon distribution. Edwards CAPA for ep balloon bond delamination was opened for investigation into ep balloon bond delamination and is applicable to this event.